Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced amplitudes and wide intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. There is also some baseline noise on the electrograms. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.